Event description:
Video tower screen went blank and unable to get picture when md started using scope, video tower switched to another one and able to get picture afterwards.the monitor was examined by biomed and it was determined that the cord had been dislodged by the user. The cord was not long enough, and as the staff was positioning the monitor several times during the case, didn't realize that the power cord was disconnected. The cord was disconnected enough to cause the monitor to go blank and the staff did not realize it was not connected fully. No repairs were needed. We would suggest that the manufacturer consider providing a better means to secure the cord to minimize the chance of a disconnection during use.